Event description:
It was reported that after an initial bunion surgery on (B)(6) 2023, all hardware was removed on (B)(6) 2023 due to uncomfortable hardware. Although an additional procedure was performed at the same time to address a ruptured tendon, it was unrelated to the initial bunion surgery. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.

Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2023, all hardware was removed on (B)(6) 2023 due to uncomfortable hardware. Although an additional procedure was performed at the same time to address a ruptured tendon, it was unrelated to the initial bunion surgery. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event. No devices were returned for evaluation as the hardware was discarded by the facility. The device history records were reviewed, and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. The most likely cause of the reported event could not be determined as the device was not returned for evaluation. However, it is possible the patient's post-op activity could have contributed to what was reported. There were no deficiencies or malfunctions alleged/found with any tmc device, nor were there any reported issues with placement of the device or healing of the surgical site as the intended bones were fused/healed. The company will supplement this MDR as necessary and appropriate. Additional tmc device explanted in the same revision surgery was reported in 3011623994-2023-00335 and 3011623994-2023-00337.